Event description:
It was reported that during the surgery, a double j tube on the right side and a three-chamber urinary catheter were indwelled. It was stated that the urine was bloody. It was found that the patient's catheter had poor drainage, color was red, and the abdomen was soft. Normal saline pressure suction was provided, but the clot could not be aspirated. A three-lumen urinary catheter was re-indwelled to speed up the flushing speed. The liquid that was flushed out was pale in color and the electrocardiogram monitoring (long-term) had changed. However, it was observed that the primary catheter balloon had ruptured. No medical intervention was reported. Per follow up information received via ibc on 28dec2021, there were no missing pieces in the patient's body. Per follow up information received via ibc on 05jan2022, it was confirmed that the catheter was not slanting.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The reported failure was able to be reproduced. The product was used for urological care. The product had caused the reported failure. Based on the attached photo, a burst balloon was observed on the sample. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be short latex dwell time, latex dip speed out too slow causing thin sac. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and labe liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. Based on the attached photo, a burst balloon was observed on the sample. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be short latex dwell time, latex dip speed out too slow causing thin sac. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and labe liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during the surgery, a double j tube on the right side and a three chamber urinary catheter were indwelled. It was reported that the urine was bloody. It was found that the patient's catheter had poor drainage, color was red and the abdomen was soft. Normal saline pressure suction was provided, but the clot could not be aspirated. A three-lumen urinary catheter was re-indwelled to speed up the flushing speed. The liquid that was flushed out was pale in color and the electrocardiogram monitoring (long-term) had changed. However, it was observed that the primary catheter balloon had ruptured . No medical intervention was reported. As per follow up via ibc on 28dec2021, there were no missing pieces in the patient's body. As per follow up via ibc on 05jan2022, it was confirmed that the catheter was not slanting.

Event description:
It was reported that the patient underwent general anesthetic under the transurethral right ureteral soft endoscope lithotripsy and double j tube placement. The postoperative diagnosis included the ureter right and soft mirror gravel and double j tube infusion and after the diagnosis the ureter stones accompanied by water accumulation and infection (right), kidney stones (double kidney) and post-hysterectomy state was found. After the surgery, the right side of the double j tube one, with the lower lien three cavity ureter one and the urine color was blood. It was found that the patient's catheter drainage was not smooth, color was red and the abdominal was soft. The competent doctor was notified, physiological saline pressure was pumping, did not pump out the clot, to re-retain a three-cavity catheter flushing speed was speeded up, flushed out the liquid color light blood and changed electrocardiogram monitoring (long-term). The primary catheter balloon was ruptured. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and labe liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. The device was not returned.